Event description:
It was reported that a patient experienced a dental abutment breakage.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury that occurred while using the xive implant system. This report is for the dental abutment device. The dental implant device report will be submitted separately. Product return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.